Event description:
As reported by user facility on 28-november-2016, during a gastroscopy "a piece of metal from the biopsy forceps fell into the patient when the jaws of the biopsy forceps were opened. This piece of metal had to be retrieved and another biopsy forcep had to be used to continue the procedure." The procedure was completed as usual with a minimal delay of 5 minutes and no patient injury. This report is being filed as a malfunction with the potential for injury with recurrence. This device was forwarded to the legal manufacturer, micro-tech, who is responsible for the investigation and regulatory reporting.